Manufacturer narrative:
H3: no device or device photo was returned for investigation. Due to this, no root cause was determined. The device history review was not performed since no lot number was provided. If the product is returned, this complaint will be reopened for further investigation.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the person with diabetes (pwd) was experiencing an issue with cleo 90 infusion set that caused leakage at the site. On the morning of the incident, the patient noticed the blood glucose was higher than usual, measuring 320 mg per dl. Concerned about the infusion site, the patient inspected it and found the adhesive wet with an insulin odor, although the site appeared intact and securely attached to the skin. The infusion set was worn on upper thigh. To address the elevated bg, the pwd administered a novolog correction via syringe. The site showed mild redness but no swelling or pain. The pwd then changed the infusion site to upper abdomen. There was no patient injury.